Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-06728. (B)(4). It was reported that post percutaneous coronary intervention, myocardial infarction and chest pain occurred. In (B)(6) 2010, the subject was diagnosed with non q-wave, non st elevation myocardial infarction and cardiac catheterization was recommended. The index procedure was performed. Target lesion #1 was a de novo lesion located in mid left anterior descending artery (lad) with 80% stenosis and was 28 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation resulting in dissection of grade a. This dissection, as well as the stenosis, was treated with direct stent placement of a 3.0 x 32 mm taxus liberté stent. Following post-dilatation, a hazy appearance at the distal edge of the stent was noted, consistent with edge dissection. This was treated with a bail-out of 2.75 x 12 mm taxus liberté stent with 0% residual stenosis. Two days post procedure the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented with chest pain and was hospitalized on same day. Electrocardiogram revealed non-specific st and t wave abnormality, and ischemic symptoms. The subject was diagnosed with non-q wave mi. Troponin levels were elevated. At the time of event, the subject was taking aspirin. The study drug was last taken on october 2011. Non target revascularization was performed. The 70-80% stenosis in proximal left circumflex (lcx) artery was treated with pre-dilatation and placement a 30.5 mm x 15 mm non-bsc stent with less than 10% residual stenosis. One day from admission the event was considered resolved without residual effects and the subject was discharged on the same day.